Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(6). Olympus repair center evaluated the device and confirmed as follows; angulation was insufficient. There was scratches on the distal end. The output light was decreasing. And olympus repair center sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the channels including the air/water channel of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of 2 times microbiological testing by the user facility, the sample collected from the air/water channel the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes and the reprocessing method. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is unlikely that the reported event occurred due to the scope, because the re-culturing test result cleared the german guideline.